Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif-h185 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during evaluation of the evis exera iii gastrointestinal videoscope, a piece of a cleaning brush was found clogging the biopsy/instrument channel port. The brush was able to be removed. It was also noted that the brush had become stuck while cleaning the scope during reprocessing. There was no report of patient impact or harm due to the event.

Manufacturer narrative:
The subject device was sent to an authorized third-party repair center. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.